Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error35 was present in the long trace file due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify pump error 533, sensor anomalies or blood glucose meter anomalies due to critical pump error unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, corrosion on all electronic assemblies and corrosion on motor home switch.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 200 mg/dl. It was reported that display screen showed a red "x" image. It was advised that insulin pump would need to be replaced.